Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the preparation, when flushing was performed after the insertion of the sheath into the catheter, a large number of microbubbles were noted and air was drawn continuously. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. It was further reported that that no any abnormalities noted during preparation or use of the sheath. The guide wire was aligned with the farawave catheter 31 mm and prior the insertion of the sheath, the wire was moved back and forth with an air tray to remove any air pocket present. Once the catheter was inserted, the wire was pushed forward slightly and then the catheter was advanced into the sheath handle to flush. The microbubbles was noted near the three-way stopcock. No air was noted in patient. Pressurized bag irrigation method was used for the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the preparation, when flushing was performed after the insertion of the sheath into the catheter, a large number of microbubbles were noted and air was drawn continuously. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. It was further reported that that no any abnormalities noted during preparation or use of the sheath. The guide wire was aligned with the farawave catheter 31 mm and prior the insertion of the sheath, the wire was moved back and forth with an air tray to remove any air pocket present. Once the catheter was inserted, the wire was pushed forward slightly and then the catheter was advanced into the sheath handle to flush. The microbubbles was noted near the three-way stopcock. No air was noted in patient. Pressurized bag irrigation method was used for the sheath.